Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed low battery. Customer's blood glucose was 177 mg/dl. Troubleshooting was performed and it was found the battery had been inserted three weeks ago and the indicator did show less than two bars. She changed the battery and it alarmed failed battery test. Customer took the battery out to check the type. Device alarmed failed battery test. Troubleshooting was performed but it was found customer didn't have a new battery to test with. Customer is not returning the device. She was going to get a new battery and will call back if issues reoccurred after a new battery.